Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
It was reported that the catheter ruptured during onyx injection.no patient injury reported.